Manufacturer narrative:
Analysis: upon receipt at medtronic's quality laboratory, the device was received with evidence of blood contact. All leaflets were in a semi-relaxed position, which is a normal finding for this valve as it is processed with the leaflets in relaxed state. The free margins of all leaflets appeared slightly desiccated. All leaflets and commissures were intact. Hydrodynamic pulse duplication testing with high speed video observation showed normal, full opening and closing leaflet motion with no evidence of leakage. Flow through the valve was documented using echocardiography, digital high speed imaging and flow meter assessment. The device history record was reviewed and showed that this valve met all manufacturing specifications for product released to distribution. Conclusion: based on the available information, the clinical observation was not confirmed, as this valve met specification.

Event description:
Medtronic received information that following the implant of this bioprosthetic valve, prior to closing the patient, echocardiogram findings revealed moderate regurgitation due to one of the leaflets being less mobile and not properly coapting. The valve was explanted and replaced with another mosaic valve with no adverse patient effects. The explanted valve was returned for analysis.